Manufacturer narrative:
Lead received in a partial distal 26cm portion with no "j" stiffener wire fractures. X-ray of lead distally confirms no "j" stiffener wire discrepancies.

Event description:
Device analysis is provided.